Manufacturer narrative:
Submit date: 12/09/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an enteral feeding tube. The customer reports that an md resident was placing the tube in the ICU; during placement of the tube, the patient had an event causing death. The death was not related to tube placement.

Manufacturer narrative:
Submit date: 2/04/2016 has been updated to include additional information of the event. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. As per the instructions for use, adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device; therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
The patient was not stable during the procedure.